Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. Isi attempted to contact the site to gather additional information; however, as of the date of this report no response has been received. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that one of the blade on the harmonic ace insert became dislodged and fell into the patient. It is unknown what surgical task was being performed when the reported event occurred. The surgeon and nursing staff instantly checked for the detached blade and was able to retrieve the complete detached blade from the patient. There was no allegation of patient harm due to the reported event. However, this complaint is being reported as a malfunction since part of the blade became dislodged from the harmonic ace insert and fell into the patient.